Event description:
It is reported that the patient underwent a left temporomandibular joint implant procedure and was subsequently revised for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products : item # 01-6551, lot # 101030; tmj system left narrow mandibular component 50mm /7 hole. Occupation ¿ patient. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00066.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It has been further reported that the patient was revised due to the bone growing over the implant. The patient had also been in severe pain for 3-4 years, and had limited movement of the jaw only able to open 8 mms.